Event description:
It is reported that the pt was diagnosed with degenerative joint disease. Surgery was performed on july 1996. The pt experienced loosening of the femoral component and had a revision surgery on august 2002.